Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part# 356.823, lot# 2464372. Manufacturing location: (B)(4), release to warehouse date: mar 20, 2009. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number is not provided for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent a procedure on an unknown date to treat the intertrochanteric fracture with proximal femoral nail antirotation ii (pfna ii) system. During the procedure, the surgeon inserted the proximal femoral nail-antirotation-ii blade into the femoral head by hammering technique. While locking the blade the tip of the impactor for pfna blade broke and remained fitted into the blade. Due to this blade didn¿t get locked and chances of back out is more. Surgeon didn¿t realize the incident during the surgery. It was identified while checking the instrument after the surgery. Per surgeon if the blade gets back out before the healing, then the patient will require the revision surgery. Surgery was not delayed due to the reported event. This report is for one (1) impactor f/pfna blade. This is report 1 of 2 for complaint (B)(4).